Event description:
The capsular contracture is baker grade iii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Explanting physician reported left side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified wear abrasion, voids and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing."

Event description:
Explanting physician reported capsular contracture baker grade iii on left side. The device has been explanted and replaced.